Event description:
User alleges they had one event of the anerobic pulsator needle adhesive seal, between the metal and plastic, not holding thus allowing needle to disassemble in use. Needle shaft was retrieved and no reported injury to pt or clinician.